Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date manufacturer was made aware. D6b: explant date: a year ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that no further information despite good faith efforts.